Manufacturer narrative:
These reports are applicable to asr exemption number 1997047; a total of seven (7) events are being summarized. Report 1: the lead was explanted and not returned to the manufacturer. This lead was implanted for approximately 16 years, 4 months report 2: the lead was explanted and not returned to the manufacturer. This lead was implanted for approximately 16 years, 4 months. Report 3: it was reported the lead was explanted, and was not returned to the manufacturer. The lead was implanted for approximately 16 years, 11 months. Report 4: the lead was explanted due to an infection, and was not returned to the manufacturer. The lead was implanted for approximately 11 years, 6 months. Report 5: it was reported the lead was explanted, and was not returned to the manufacturer. The lead was implanted for approximately 23 years. Report 6: it was reported the lead was explanted and was not returned to the manufacturer. The lead was actively implanted for approximately 17 years, 8 months. Report 7: it was reported the lead was explanted, and was not returned to the manufacturer. The lead was actively implanted for approximately 22 years, 2 months. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. No allegation our leads failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Based on the investigation, a CAPA is not required. These leads are no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
This report summaries 007 reported events: report 1 - 4017, (B)(4), the customer reported the field representative reported that the device was explanted due to infection. In addition, the entire system was explanted. Report 2 - py 44 psbv, (B)(4), the customer reported the field representative reported that the device was explanted due to infection. In addition, the entire system was explanted. Report 3 - zy 44 pjusbv, (B)(4), the customer received a call from their rep regarding the patients lead was explanted due to infection. Report 4 - py2 58 ru, (B)(4), the customer received a call from their rep regarding the patients lead was explanted due to infection. Report 5 - py 58 bv, (B)(4), the customer reported an event has been reported which indicates that this product is no longer in service. Additional information, this product was explanted due to infection. Report 6 - zy 52 pjusbv, (B)(4), the customer received information from the patient that the product has been explanted due to infection on (B)(6) 2013. Report 7 - zy 52 pjbv, (B)(4), the customer received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.

Manufacturer narrative:
These reports are applicable to asr exemption number 1997047. None of the explanted leads were returned to the manufacturer. As a result, the allegations against these leads cannot be confirmed and no conclusions can be drawn. Two leads were actively implanted in one patient for approximately 16 years, 4 months. One lead was actively implanted in one patient for approximately 16 years, 11 months. One lead was actively implanted in one patient for approximately 11 years, 6 months. One lead was actively implanted in one patient for approximately 23 years. One lead was actively implanted in one patient for approximately 17 years, 8 months. One lead was actively implanted in one patient for approximately 22 years, 2 months. Infection is a recognized clinical event referenced in the device's labeling (instructions for use). These events will be re-evaluated if additional information becomes available.

Event description:
This report summaries 7 reported events. The customer reported the field representative reported that the device was explanted due to infection. In addition, the entire system was explanted (including two oscor leads). Call received from rep. Informing them that the patient's lead was explanted due to infection. Call received from rep. Informing them that the patient's lead was explanted due to infection. System explant due to infection. The customer received information from the patient that the product has been explanted due to an infection. On (B)(6) 2017 additional information received from the customer, that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. Not pacer dependent, no device allegations.